Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle cup holder(so2029075 lot no., (B)(4)) broke while impacting cup in thr case at medanta the medicity.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. The provided photograph could not confirm the reported complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.